Event description:
The device in question was inserted through the percutaneous access site in the femoral artery, upon advancement up through the external iliac artery, dr. (B)(6) was unable to advance the delivery system any further. He stopped and slowly pulled the delivery system back out of the body and assumed he had slightly punctured the external iliac. He removed the delivery system completely and went back in with a gore 22french dry seal sheath, to occlude the artery from bleeding anymore, and to maintain ability to deliver other devices to the diseased aorta. When the 22french dry seal was in place dr. (B)(6) delivered two relay plus devices through the sheath. First device deployed was a relay plus 32/28x150 in the proximal descending aorta, followed by second relay plus, extending distally from the first device down to the visceral artery, with another relay plus 30x150. Both of these devices were delivered and deployed successfully. After successful deployment of the two relayplus devices, dr. (B)(6) had to repair the tear in the external iliac. This was performed by putting up an 8x40 balloon in the proximal right iliac of the patient, to occlude the artery and then deployed an 8x100 gore viabahn through an 8french by 55mm sheath within the 22 french dry seal to repair the tear in the external iliac. Lastly, the closing of the percutaneous access site had to be converted to an open cut down, where dr. (B)(6) performed an endarterectomy on the femoral artery and proceeded to sew an 8mm gore ringed surgical graft to the end of the viabahn to the patient's femoral artery, and then continue with the closing of the, now open "cutdown" access site. Patient outcome - "according to dr. (B)(6), he said that the treatment of the diseased thoracic aorta and the repair of the external iliac rupture was successful as well and the conversion from percutaneous to cut down, was successful."

Event description:
The device in question was inserted through the percutaneous access site in the femoral artery, upon advancement up through the external iliac artery, dr. (B)(6) as unable to advance the delivery system any further. He stopped and slowly pulled the delivery system back out of the body and assumed he had slightly punctured the external iliac. He removed the delivery system completely and went back in with a gore 22french dry seal sheath, to occlude the artery from bleeding anymore, and to maintain ability to deliver other devices to the diseased aorta. When the 22french dry seal was in place dr. Clair delivered two relay plus devices through the sheath. First device deployed was a relay plus 32/28x150 in the proximal descending aorta, followed by second relay plus, extending distally from the first device down to the visceral artery, with another relay plus 30x150. Both of these devices were delivered and deployed successfully. After successful deployment of the two relayplus devices, dr. (B)(6) had to repair the tear in the external iliac. This was performed by putting up an 8x40 balloon in the proximal right iliac of the patient, to occlude the artery and then deployed an 8x100 gore viabahn through an 8french by 55mm sheath within the 22 french dry seal to repair the tear in the external iliac. Lastly, the closing of the percutaneous access site had to be converted to an open cut down, where dr. Clair performed an endarterectomy on the femoral artery and proceeded to sew an 8mm gore ringed surgical graft to the end of the viabahn to the patient's femoral artery, and then continue with the closing of the, now open "cutdown" access site. Patient outcome - "according to dr. (B)(6). Dr. (B)(6), he said that the treatment of the diseased thoracic aorta and the repair of the external iliac rupture was successful as well and the conversion from percutaneous to cut down, was successful."